Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera gastrointestinal videoscope had air/water flow issues from the air/water flow system. Upon inspection and testing of the returned unit, it was discovered that the nozzle had foreign objects exiting from the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, it was reported to be no delay in the start of pre-cleaning and the customer flushed the nozzle with water and air. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of air/water flow issues from the air/water flow system. The following additional findings were also noted: bending in the up direction and play of the up/down knob not meeting the standard value due to wear of the angle wire, assorted chips, scratches, discolorations and crack, clogging nozzle, adhesive around objective lens peeled, c-cover and distal end has a burn and the c-cover dent and connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.